Event description:
Device returned with report of "rotor failure". Follow up with hcp revealed volume discrepancy first noted at refill of 12/2001-actual volume was 12.4 ml-expected 2.9ml, but patient not uncomfortable. At january refill patient had no complaints either and actual volume was 15 ml and expected was 4.8 ml. Dose was reduced 25% in 2/2002 patient reported a slow increase of pain. Side port evaluation of catheter performed with catheter ok. Rotor study identified a stalled rotor with use of 2 boluses with nacl. Pump was programmed to run at 1cc per hour and patient sent home with nacl in the pump. 2 days later, patient returned and pump had 18 ml of nacl remaining in the pump. Pump was replaced. Patient has returned for one refill. Patient has satisfactory pain control and is satisfied with new device.